Event description:
It was reported by the customer that their insulin pump was alarming motor error during prime. During troubleshooting, customer stated that they do not use the sensor feature and was able to rewind the insulin pump. Advised customer to disconnect from device. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the occlusion test and the prime test due to a faulty force sensor resistor. The motor passed the motor test. The insulin pump was also received with a cracked case at a display window corner, minor scratches on the display window, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.